Event description:
Manual balloon deflation was completed, following dilatation. Difficulty occurred trying to reposition the balloon. Upon removing balloon from scope, a "snap" was heard. Balloon integrity was compromised. Scope was removed from patient and doctor cut off balloon at scope tip. New balloon was used to complete procedure without incident. Patient rescoped and dilated. No presence of foreign bodies seen. Diagnosis or reason for use: dysphagia.